Manufacturer narrative:
Concomitant medical products: 503452 lead, implanted: on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a check up noise was noted on the right atrial (ra) lead. The physician decided to wait for the device to reach elective replacement indicator to take action. On device changeout the physician was not happy with p-wave sensing and capped and replaced the ra lead. No patient complications have been reported as a result of this event.